Event description:
It was reported that a (B)(6) year-old caucasian female who had a mentor smooth round moderate plus profile 375cc saline prosthesis placed experienced right sided deflation with no trauma post procedure. The deflation was diagnosed at the physician¿s office. As a result, replacement with unspecified implants was performed on (B)(6) 2022.

Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation was performed for the finished device 5686446 number, and no non-conformances were identified. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. In addition, a tear was noted within the crease/fold measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).